Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional on behalf of consumer stated that consumer experienced discomfort in right eye after a few hours of use with several contact lenses. With the last two lenses used, which were newly opened, consumer reported immediate discomfort upon lens wear. Consumer subsequently presented for a follow up visit at an optical store, where corneal erosion was observed. No additional information regarding medication, frequency, and dosage or further follow up visits were provided at the time of this report. Current status of the consumer¿s eye condition is unknown. Additional information has been requested but has not yet been received.

Manufacturer narrative:
Additional information updated in field b3. The manufacturer internal reference number is: (B)(4).